Event description:
It was reported via ms&s "home health nurse at patient's home who has a dl powerpicc solo (no other product info available). She states she was making the visit to try and use an antithrombotic agent to try and fix a possible occlusion. However, neither lumen will allow her to flush or obtain a blood return and she is unable to use the medication. She stated that she even removed the needleless connectors and tried to flush or obtain a blood return but that did not work either." Ms&s discussed possible causes of occlusions (fibrin, clot, kink) she stated that the patient received the PICC "about a day or so". Informed that if she is unable to flush or use the medication, then she will need to speak with the patient's md. The line will need to be assessed at a hospital or md office.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an occlusion in the catheter lumens was inconclusive and could not be verified from the photograph that was provided for investigation. The photo showed a dual-lumen powerpicc solo that was inserted within and secured to the patient. A dressing had been placed over the insertion site. The section of extension legs that extended from the dressing to the solo connectors contained a clear fluid. No occlusions or evidence of occlusions were observed in the photograph. Since functional testing could not be performed without the physical sample, the complaint was inconclusive. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "home health nurse at patient's home who has a dl powerpicc solo (no other product info available). She states she was making the visit to try and use an antithrombotic agent to try and fix a possible occlusion. However, neither lumen will allow her to flush or obtain a blood return and she is unable to use the medication. She stated that she even removed the needleless connectors and tried to flush or obtain a blood return but that did not work either." Ms&s discussed possible causes of occlusions (fibrin, clot, kink) she stated that the patient received the PICC "about a day or so". Informed that if she is unable to flush or use the medication, then she will need to speak with the patient's md. The line will need to be assessed at a hospital or md office.